Manufacturer narrative:
Evaluation summary - it is reported that the patient was revised due to pain and breakage of the spine of the lcck articular surface. The device was in vivio for approx 8 years and 8 months. Patient demographics at the time of revision was female, with a large build, however, activity level is unknown. The returned articular surface exhibits fracture of the spine as well as damage to the condylar surfaces. Sem analysis of the spine indicated that the fracture occurred from fatigue. The probably cause of the complaint is fatigue fracture of the spine. Evaluation codes - device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the device was implanted in 2000 and revised in 2009, due to breakage of the spine on the articular surface.